Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, a specific bg value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.